Event description:
The user facility reported that a stryker disposable tourniquet cuffs would not hold pressure during a case; after the case it was observed by the user facility that there was a small tear in the cuff. The possible harm associated with this event is blood loss and if this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that a stryker disposable tourniquet cuffs would not hold pressure during a case; after the case it was observed by the user facility that there was a small tear in the cuff. The possible harm associated with this event is blood loss and if this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.